Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading low mg/dl. No bg meter comparison was reported. The patient was wearing a betabionics ilet insulin pump. The patient was vomiting, fatigued, and had a headache. The patient arrived home around 12am and the cgm was reading 52 mg/dl. The patient was still vomiting. He was attempting to consume fluids but could not keep anything down. Therefore, the patient¿s spouse brought him to the emergency room. At the ER, the patient¿s bg level was 1067 mg/dl. Unspecified blood work was done and the patient was diagnosed with dka. The patient was admitted to the intenstive care unit (ICU) and was treated with an IV insulin drip and zofran. The patient¿s sensor was also removed. After approximately 8 hours of treatment, the patient¿s bg level decreased to 244 mg/dl. The patient was still in the hospital but was ¿conscious and doing well¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.